Manufacturer narrative:
A medtronic representative went to the site to test the system. It was found that the site used a threshold model and did not auto-refine. This caused gaps to exist on the scan and she noticed the registration points were not flush on the skin. The representative grabbed logs and archives. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735737, ( sw kit stealth s8 cranial) version #: 1.2.0. The following codes apply to product ID : 9735737, ( sw kit stealth s8 cranial) version #: 1.2.0, (B)(4). The following codes apply to product ID: (bi70002000 base sys o-arm sys o2) serial # (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site felt inaccuracy during a case. The surgeon was having a difficult time registering and couldn't get better than 2.2mm accuracy. When they moved to verify registration, the surgeon placed the probe mid-line on the patient's head and it was inaccurate by multiple mm. There was no impact to the patient outcome and there was no delay.

Manufacturer narrative:
H3: a software analysis was initiated and the logs and archives were reviewed. The site's best accuracy metric was 1.9mm where they collected two touch points at the lateral commissure of eyes and most of trace points are beneath the skin. Some registrations were done on threshold models without auto-refining them. Few points are collected outside of the scan region however, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Codes b01, c19, and d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the archives were returned for software analysis. The analysis is still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.